Event description:
On (B)(6) 2014, the patient/lay user contacted lifescan (lfs) USA alleging an issue with their onetouch data management software. The alleged product issue occurred while the patient was visiting (B)(6). The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue began on (B)(4) 2014. At this time the patient claimed that they were experiencing a reporting issue with their software on their windows 8 operating system. The patient informed the cca that they regulate their diabetes by self-adjusting their intake of insulin, and denied making any changes to their regular diabetes management routine as a result of the alleged product issue. The patient informed the cca that ¿5-10 minutes¿ after the alleged issue began they felt ¿shaky¿ and stated they found it ¿hard to hold the meter¿. The cca noted that the patient did not receive any form of treatment due to this symptom. At the time of troubleshooting, the cca noted that the alleged reporting issue was resolved with training. Although the cca identified that the alleged reporting issue was resolved with training, this complaint is being reported because the patient claims to have suffered symptoms which are suggestive of serious injury after the alleged product issue began.